Event description:
It was reported, the patient had a sudden loss of stimulation. A loss of stimulation/therapeutic effect was reported. The patient woke up on the day of report and did not feel stimulation any longer. After checking batteries in the patient programmer, the patient went through all groups and programs and did not feel stimulation. The stimulator was charged and was on with her patient programmer and recharger. The patient knew the device on as they could feel muscle heaviness, but they did not feel stimulation and pain was back to 6-8 when normally it was 2-3. The patient¿s pain was at their arm, where they had chronic pain. There was no traumatic event reported associated with the event. Five days later, the patient was seen in the office. Pain was reported to have been back to 8/10 and they were still not feeling stimulation. Interrogation of the device showed that contacts 0-3 were all greater than 10,000 and out of range. Contacts 4-7 were in range, but programming these electrodes did not provide the stimulation in the patient¿s pain areas. The patient felt strong stimulation at the implantable neurostimulator (ins) site in their right chest. The plan was to schedule the patient for a revision of their lead, the date was not scheduled however. The patient¿s physician wanted an x-ray and pre-op testing prior to getting approval from insurance. The patient's lead was placed subq (brachial plexus area). Follow-up will be conducted to determine revision date and patient outcome.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 747120, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the lead revision was (B)(6) 2014. The doctor disconnected the implanted lead from the implantable neurostimulator (ins) and checked impedances again with a multi-lead trialing cable and the same four electrodes were showing out of range impedances. The doctor removed the old implanted lead and was able to place another lead in the same area. The lead was tested for coverage intra-operatively and achieved coverage of the patient's painful areas. The patient continued to report stimulation coverage in her painful areas post-operatively.